Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinial study reported that the clinical diagnosis was thoracic spine pain.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was thoracic pain. It was unknown as to how long this had been occurring. The outcome was ongoing. Diagnostic methods included imaging. The etiology was noted as unlikely related to the device or therapy and possibly related to the implant procedure. The etiology was noted as related to the leads which were connected to the implantable neurostimulator (ins). Relevant medical history included: spinal pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.